Event description:
It was reported that during patient treatment, there was an occurrence of stop of ventilation. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the device at the hospital, the onsite investigation could not confirm the reported problem. According to the complaint, the device generated an error message after pushing nebulizer button on the top of screen to begin nebulizer medication. After error message, ventilator made a series of clicking and knocking noises then stopped ventilating the patient. After ventilator was changed and pulled from the patient room, it was cleaned and re-set up. After new setup, ventilator worked properly. The hospital couldn't confirm what type of nebulizer that was used. It was either an aero jet or a misty max. The complete device logs to verify the reported stop of ventilation were sought but not received. Only the test log was received, the review of this log cannot verify any faults. According to the ventilator operating manual, the ventilator system must not be used with jet nebulizers. The cause to the reported event cannot be established by this investigation.

Event description:
Manufacturer ref.#: (B)(4).